Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation and had a return of symptoms suddenly following a car accident. The patient reported the therapy quit working right after the accident and they were experiencing a return of urgency and frequency a few months after the accident, and interstitial cystitis symptoms started to return (B)(6) or (B)(6) 2019. The patient stated that they had tried multiple times to communicate with the ins but when they do communicate, they didn¿t feel any stimulation up to the highest that it would go. The patient did not have access to the programmer at the time of the call. It was reviewed to check to see if they had other programs to try and see if they could feel stimulation on either of those, the patient wasn¿t aware if they had other options. The patient noted they hadn¿t checked out the device following the car accident due to unrelated reasons. The patient was redirected to their healthcare provider to have their system checked. No further complications were reported.